Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle broke. A visual search was conducted to try and locate the needle but it could not be found. It remained in the patient cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the account: during the lap assisted hysterectomy, a needle broke during use. Half the needle was retained within the device and the other half was not found. The surgeon searched the wound and the operative site was irrigated and suctioned. The surgical staff searched the field and room.